Event description:
The customer contacted stryker to report that their device was not able to detect patient during a code. In this state defibrillation therapy maybe be delayed or prevented from being deliver to the patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer received a replacement device. Stryker performed an initial evaluation of the customer's device, was unable to perform testing. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the device at the product assessment center (pac). The pac technician could not confirm the reported issue of the defibrillation therapy cable not being recognized through testing or through device log analysis. The root cause could not be established. Device archived by stryker.

Event description:
The customer contacted stryker to report that their device was not able to detect patient during a code. In this state defibrillation therapy maybe be delayed or prevented from being deliver to the patient. This issue is patient related; however there was no adverse event reported.